Event description:
It was reported that the event involved a male patient while in the intensive cardiac care unit (iccu). In the cath lab the cardiologist inserted the intra-aortic balloon (iab) through the teflon sheath via right arterial femoral with no issues. During the night of (B)(6) 2012 the staff noticed there was blood in the iab "hose." It was stated that there was no detection of this incident on the intra-aortic balloon pump (iabp), however, there was no paper in the iabp so therefore there is no registration of this event. An x-ray was performed and confirmed a good inflating and deflating of the balloon itself. The tip was also in the correct position. As a result, because of the bad hemodialysis of the patient the cardiologist decided to continue the iab therapy until the patient was in the operating room (or) for a new mitral valve and CABG (coronary artery bypass graft) procedure. While the patient was in the operating room placed on the heart/lung machine the iab was removed. After surgery a competitors (impella) iab was placed successfully. By this time blood had gotten into the iabp. There was no report of patient death or complications. Medical/surgical intervention required was noted as removal of the iab. It is unknown of a delay or interruption in therapy. The patient outcome is the patient was operated on and is still on the iccu. Reference MDR #1219856-2012-00006 for the related iabp report.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.